Manufacturer narrative:
A filed service engineer from quest will visit the user facility to evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the vent valve pops repeatedly during cases when there is no air in the heat exchanger to be expelled or high pressure to be relieved. There were no patient complications.